Event description:
The account coordinator (ac) of a (B) (6) male pt contacted zoll lifecor to report the pt's passing at the hospital.

Manufacturer narrative:
Device manufacture date. Monitor (B) (4): 12/2009. Electrode belt (B) (4): 12/2009. Device evaluation of monitor (B) (4) and electrode belt (B) (4) have been completed. No problems were found with the pt's equipment. Both the monitor and electrode belt were fully functional upon receipt. There is no evidence that the lifevest caused or contributed to the pt's death. Review of the pt's death report shows that bradycardia was detected. No treatment sequence was initiated because this is considered a non-treatable rhythm. Dominant signal artifact was later detected, preventing further monitoring of the cardiac rhythm. The root cause of the signal artifact cannot be positively identified. Conclusions: no treatable arrhythmias were visible in the device's ECG recording. No treatment sequence was initiated for bradycardia, as this is considered a nonshockable rhythm. Dominant signal artifact on both channels prevented further monitoring of the pt's cardiac rhythm.